Manufacturer narrative:
The user inadvertently navigated to the fill tubing function while the infusion set remained connected to the body and initiated the tubing fill process. Device history indicated a tubing fill amount of 50.27 units. The user was initially unable to estimate how much insulin may have been delivered because the event occurred while at a restaurant and declined further questioning until later that day. Upon follow-up, the user reported presenting to the emergency department where blood glucose was reported to be greater than 450 mg/dl. The user received insulin and IV fluids and was discharged home. Based on the available information, the event resulted from incorrect execution of the supply change procedure rather than a device malfunction. No device malfunction was alleged or identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose greater than 450 mg/dl, resulting in an emergency department visit. The user was treated with insulin and IV fluids. The user was treated and discharged home.